Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was inaccurate. There was no reported adverse impact to the customer. Reportedly, the customer reset pump to resolve this issue.